Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.